Event description:
After a CT guided lung biopsy, a biosentry tract sealant system was being used prevent/reduce risk of pneumothorax. While operating the device, it malfunctioned and subsequently failed to deploy the hydrogel plug. The trocar was removed and hemostasis achieved with manual compression. Post procedure images reflect the absence of a pneumothorax. There was no harm to the patient. Item has been retained by radiology and is pending notification/handoff to surgical specialties field rep.